Event description:
The account alleged that the stretcher brakes are not working, brakes are not holding. No pt impact.

Manufacturer narrative:
The technician troubleshot the stretcher and found the left foot brake steer caster is not locking into brake and the right foot brake caster has broken pieces. The technician also found missing plugs to the brake castes. The technician replaced both foot brake casters and all brake caster plugs to resolve the issue.